Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) italy, alleging that her onetouch verio reflect meter read inaccurately low compared to another meter (onetouch verio reflect). The complaint was classified based on further information obtained by the customer care agent (cca) during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy occurred at lunchtime on (B)(6) 2021. The patient reported obtaining blood glucose readings of ¿110, 101 and 104 mg/dl¿ with the subject meter and ¿450 and 480 mg/dl¿ on the other device, performed within an unspecified time of each other. Prior to the alleged issue, the patient reported waking up late morning on (B)(6) 2021 with symptoms of ¿sweating and suffocation.¿ the patient denied receiving any treatment above and beyond her usual routine of diabetes care and management due to the alleged issue. During the follow-up call, the patient claimed she associated the reported symptoms with a high blood glucose excursion; the symptoms were typical for her when running high. At the onset of symptoms, the patient claimed her blood glucose measured ¿120 mg/dl¿ with the subject meter compared to ¿480 mg/dl¿ on the other device. The patient informed the cca that she attributed the reported hyperglycemia to having kept eating and drinking in response to low results obtained with the subject meter. During troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking more food/drink based on alleged inaccurate low readings on the subject meter.